Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particle matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during the visual inspection process while compounding at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed a single white particle matter in the fluid pathway. The white particulate appeared morphologically consistent with fill port material; however, due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.